Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the high definition lcd monitor had a sdi1 terminal contact failure and that the video output to the monitor was not possible even after connecting the serial digital interface (sdi) cable. The reported issue occurred during preparation of use for an unknown procedure. No delay was reported. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the sdi1-in terminal image did not appear due to printed-circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.